Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had 3 "defective cartridges". Reportedly, when the customer was removing air from the cartridge during the load process, the customer received a message that the cartridge could not be used. There was no impact to blood glucose. A new cartridge was successfully loaded to address the event.